Manufacturer narrative:
A ge service representative performed an on site investigation. The iris calibration was performed. The stop set screw was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the pictures were blacking out. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.